Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/2.0/072 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was removed due to lens rotation not associated to a low vault. The cause of the event was unknown. Reportedly, "the patient had no desire to have another surgery." The problem was resolved.

Manufacturer narrative:
Additional information: d9: return date: 17-may-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the lens specifically fibre. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).